Event description:
On (B)(6) 2010, the patient underwent repair of an abdominal aortic aneurysm. While the physician was advancing the sheath, he inadvertently pushed the trunk-ipsilateral leg component proximally 1cm, covering the renal arteries. The physician was able to pull the trunk-ipsilateral leg component down 1/2cm. Closing angiograph revealed that the right renal was widely patent with complete blood flow. The flare of the trunk-ipsilateral leg component was near, or partially covering, the left renal; however, the renal was patent with complete blood flow. The patient tolerated the procedure. During the procedure and the following day, the patient was putting out urine and doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met pre-release specifications.